Event description:
A 13mm ridged reamer from the revision knee set snapped at the first score line while reaming the femur. The reamer was left in the patient.

Manufacturer narrative:
The reported fractured instrument was returned for evaluation. Patient x-rays were not available for review. The product lot code required to retrieve the device history records for reviewing was not provided. A complaint database search finds this to be the first reported event for instrument breakage for the product code. Requests were made for additional investigational inputs. No information was obtained. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.